Manufacturer narrative:
The reported event for inoperable ipg due to not charging was confirmed. As received, the ipg would not communicate due to a depleted battery. Per event details, the patient did not recharge the ipg for more than 6 months.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient did not charge their implantable pulse generator for more than six months. The device was explanted, and a new device was implanted with a new lead as a result to resolve the issue. There were no complications during the procedure. Patient was stable.